Manufacturer narrative:
An event regarding "ind/wash out and exchange" (infection) involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed as no medical records were provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Right side hip revision. Ind/ wash out and exchange. No patient info. No return or further information.

Manufacturer narrative:
Concomitant medical devices: cat#: 626-00-42e, description: modular dual mobility insert, lot#: 52311803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right side hip revision. Ind/ wash out and exchange. No patient info. No return or further information.